Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coils removed in pieces/small square portion at the end of the coil'), embedded device ('embedded within one fragment is a portion of gray metallic coiling'), device dislocation ('migration') and uterine cancer ('cancer/uterine cancer') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), rash ("rash"), skin disorder ("skin condition"), anxiety ("anxiety/ psych injury"), depression ("depression / psych injury"), alopecia ("hair loss") and mood swings ("mood swings") and was found to have uterine cancer (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (lap bilateral essure removal and bilateral salpingectomy, laparoscopic bilateral salpingectomy with bilateral essure coil removals and on (B)(6) 2014, essure removed, tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device dislocation, uterine cancer, pelvic pain, abdominal pain, dyspareunia, back pain, rash, skin disorder, anxiety, depression, alopecia, weight increased and mood swings outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, device dislocation, dyspareunia, embedded device, mood swings, pelvic pain, rash, skin disorder, uterine cancer and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: gross description a, the specimen is received in formalin labeled with the patient identifiers and right fallopian tube. It consists of a 3.5 x 2.7 x 0.7 cm aggregate of pink red soft tissue fragments consistent with disrupted fallopian tube segment. The serosal surfaces are shaggy and torn. The larger intact fragments are serially sectioned to reveal pinpoint lumen. Embedded within one fragment is a portion of gray metallic coiling measuring at least 6.0 cm in length measuring up to 0.2 cm in diameter. No grossly identifiable fimbriae are identified. B, the specimen is received in formalin labeled with the patient identifiers and left fallopian tube. It consists of an intact fimbriated fallopian tube segment measuring 7.8 cm in length ranging from 0.3-0.5 cm in diameter. The serosa is congested, smooth and dull. Protruding from the proximal lumen is a portion of gray metallic coiling measuring 14.2 cm in length by 0.2 cm in diameter. Serial sectioning reveals an unremarkable pinpoint lumen.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information added. Event: embedded within one fragment is a portion of gray metallic coiling, essure coils removed in pieces/small square portion at the end of the coil added. Explanted date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coils removed in pieces/small square portion at the end of the coil'), embedded device ('embedded within one fragment is a portion of gray metallic coiling'), device dislocation ('migration') and uterine cancer ('cancer/uterine cancer') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), rash ("rash"), skin disorder ("skin condition"), anxiety ("anxiety/ psych injury"), depression ("depression / psych injury"), alopecia ("hair loss") and mood swings ("mood swings") and was found to have uterine cancer (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (lap bilateral essure removal and bilateral salpingectomy, laparoscopic bilateral salpingectomy with bilateral essure coil removals and on (B)(6) 2014, essure removed, tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device dislocation, uterine cancer, pelvic pain, abdominal pain, dyspareunia, back pain, rash, skin disorder, anxiety, depression, alopecia, weight increased and mood swings outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, device dislocation, dyspareunia, embedded device, mood swings, pelvic pain, rash, skin disorder, uterine cancer and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: gross description the specimen is received in formalin labeled with the patient identifiers and right fallopian tube. It consists of a 3.5 x 2.7 x 0.7 cm aggregate of pink red soft tissue fragments consistent with disrupted fallopian tube segment. The serosal surfaces are shaggy and torn. The larger intact fragments are serially sectioned to reveal pinpoint lumen. Embedded within one fragment is a portion of gray metallic coiling measuring at least 6.0 cm in length measuring up to 0.2 cm in diameter. No grossly identifiable fimbriae are identified. The specimen is received in formalin labeled with the patient identifiers and left fallopian tube. It consists of an intact fimbriated fallopian tube segment measuring 7.8 cm in length ranging from 0.3-0.5 cm in diameter. The serosa is congested, smooth and dull. Protruding from the proximal lumen is a portion of gray metallic coiling measuring 14.2 cm in length by 0.2 cm in diameter. Serial sectioning reveals an unremarkable pinpoint lumen. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-nov-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and uterine cancer ('cancer/uterine cancer') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), rash ("rash"), skin disorder ("skin condition"), anxiety ("anxiety/psych injury"), depression ("depression/psych injury"), alopecia ("hair loss") and mood swings ("mood swings") and was found to have uterine cancer (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2014, essure removed, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine cancer, pelvic pain, abdominal pain, dyspareunia, back pain, rash, skin disorder, anxiety, depression, alopecia, weight increased and mood swings outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, mood swings, pelvic pain, rash, skin disorder, uterine cancer and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet received. Event injury was updated to events:migration, cancer/uterine cancer, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, rash, skin condition, anxiety/psych injury, depression/psych injury, hair loss, weight gain and mood swings. Essure implant and explant date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.